Manufacturer narrative:
Pressure tubing rerouted.

Event description:
The international customer reported that unit was going vent inop due to an inhalation autozero failure. Review of the device diagnostic history noted an inhalation autozero failure occurrence during power on self test and the vent inop occurrence as reported. The customer reported the ventilator was not in use on a patient therefore there was no patient involvement or harm. An autozeroing failure may affect the accuracy of the system pressure measurement during use in normal ventilation mode operation. The manufacturers service technician reported pressure tubing to the inhalation solenoid was rerouted to correct the reported problem. Extended self testing was performed per operating specifications.